Manufacturer narrative:
(B)(4). G2 - report source - foreign: event occurred in poland. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : insufficient information.

Event description:
It was reported that during knee arthroplasty, the articular surface inserter was identified to be fractured. The inserter was reportedly fractured prior to surgery. No adverse events were reported as a result of this malfunction.